Event description:
The incident involved a transpac IV monitoring kit neonatal, 12", 3 stopcocks, disposable transducer, 30 ml squeeze flush (for use with infusion pump). The customer reported that a glued/welded tubing became disconnected from the flush housing resulting in a patient safety report at the customer site. There was unknown patient involved and no harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The reported complaint of separation was confirmed on the returned set. Two images were provided by the customer showing the pvc tubing separated from the transpac luer pocket. During visual inspection of the sample, the pvc tubing was found separated from the transpac luer pocket. When the tubing pocket was microscopically examined sufficient adhesive coverage was observed. The probable cause of the separation had occurred due to coiling of the tubing before the adhesive was fully cured during a manual assembly process at ensenada. D9: device returned to manufacturer 6-jul-2023.

Manufacturer narrative:
The reported complaint of separation was confirmed. No sample or videos were returned for evaluation. However two images were provided by the customer showing the pvc tubing separated from the transpac luer pocket. Without the return of the reported sample, a probable cause could not be identified.